Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from patient with symptoms of fever, headache, and sore throat. Patient samples were run on two tests. First test occurred on (B)(6) 2021, np swab on xpress sars-cov-2 that produced a result of sars-cov-2 positive. Second test occurred on (B)(6) 2021, on biofire respiratory panel 2.1 that produced a result of not detected for all targets. Final result reported to physician was sars-cov-2 positive from xpress sars-cov-2. Review of customer provided data showed a positive n2 result with a late CT of 42.2 but no evidence of product malfunction. Cepheid's patient safety board review determined this to be a true positive with target's near limit of detection or near cut-off. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from patient with symptoms of fever, headache, and sore throat. Patient samples were run on two tests. First test occurred on (B)(6) 2021, np swab on xpress sars-cov-2 that produced a result of sars-cov-2 positive. Second test occurred on (B)(6) 2021, on biofire respiratory panel 2.1 that produced a result of not detected for all targets. Final result reported to physician was sars-cov-2 positive from xpress sars-cov-2. Cepheid's patient safety board confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of customer provided data showed a positive n2 result with a late CT of 42.2 but no evidence of product malfunction.